Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Tandem clinical diabetes specialist reported on (B)(6) 2018 that the customer had received another tandem pump and has had no further issues.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl. The customer alleged that the pump was not delivering insulin. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous fluids/insulin. The customer was discharged on (B)(6) 2018 with the bg/dka resolved. During a pump system check with tandem technical support, insulin was observed exiting the cartridge tubing. As the customer had already disconnected the infusion set, it could not be tested. The customer did not observe any damage to the cannula when it was removed. The customer resumed pump therapy.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified. However, due to the cartridge not returning, the reported issue could not be verified and a different issue was identified.